Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked. The lens was explanted and exchanged during the original surgery session. The patient is reported to have required sutures. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. There is insufficient evidence and information available to determine the cause of lens optic damage in this case.

Event description:
On 3rd july 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone preloaded iol (model unspecified). The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked necessitating lens explantation and exchange.